Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose reading was 245mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime insulin pump during the prime test and motor error alarm occurred during the basic occlusion test due to a loose drive support disk. The motor was tested outside of the device and it passed the motor test. Cracks to the case, reservoir tube lip, reservoir tube window, battery tube threads and a scratched lcd window noted.